Manufacturer narrative:
Technical services evaluated the returned product which confirmed the flickering in the blade, the issue in the monitor could not be confirmed. The baton was replaced. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs avl/gvm monitor; catalog: 0570-0338; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with video baton 3-4, the monitor would turn itself off and the screen would flash after 15 minutes. A back-up device was reportedly used. An unknown delay in the procedure was noted. No harm to patient or user was reported.